Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'sleeve leakage' with the incident lot was not observed. Additionally, 5 retention samples along with shelf packs from bd inventory were evaluated by visual examination and functional testing. No issues were observed relating to 'sleeve leakage or damaged package' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced poor sleeve function and leakage from the device. The following information was provided by the initial reporter. The customer stated: during venous puncture procedure, it was detected that it has the presence of blood in the union between the sleeve (plastic cover) and the inox steel needle, that it's more visible in needle carrier and in medical devices (tubes), since they get very dirt by blood.